Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to the device would not inflate and fluid loss. The device was removed and replaced. There were no patient complications.